Event description:
Tubing for MFR's repeater pump recently reformulated. The tubing now causes leakage of fluid when rptr is attempting to fill elastomeric devices rptr's. Concern is possible contamination and exposure of admixture personnel to the leaking fluid.